Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to philips volcano policy. Visual and microscopic inspection and functional testing were performed on the returned device. The distal coil was severely stretched with multiple bends and curves. The core wire was found to be severed and was twisted at the break. Guide wire bend test could not be completed due to the distal coil being stretched. The probable cause of the observed damage was most likely a use issue. The IFU warns never advance, torque or retract a pressure guide wire which meets significant resistance; and cautions that any time resistance is encountered, the wire should be withdrawn under fluoroscopic guidance, which was done in this case. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints were reported for this same failure mode within this lot. We will continue to monitor these types of complaints.

Event description:
It was reported the verrata 10185 wire met resistance after the 1st insertion while crossing the lesion and the wire could not be removed. Angiography confirmed the tip of the wire was still inside the patient and the coil was stretched. As the guide catheter was 5fr, a micro-catheter was used to remove the device as one unit. The procedure was completed without any additional medical or surgical intervention. No damage was observed during procedure preparation. The device appeared in one piece after removal. There was no adverse event or harm to patient. Patient was discharged as expected with condition reported as stable. Lad vessel was noted as not tortuous and calcification as slight. Vessel occlusion was 75%. All reasonably known patient information is included in this report.